Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert for high impedance and high short interval counts (sic). During the revision, a very sharp kink was observed in the lead below the bifurcation. When the kinked area was manipulated, the lead showed noise and an increase in impedance which suspected a lead fracture. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable cardioverter defibrillator (B)(4).